Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of an odor on a homechoice (hc) device throughout therapy. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. Multiple short simulated therapies were completed successfully. The device electrical system was checked and found to be correct and within specifications. The device was thoroughly examined for any signs of damage from the overheating. No evidence of overheating was found on the device around the power entry module or inside the device. The power cord was not available to evaluate. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The reported issue was not confirmed. The assignable cause was undetermined. Device was sent to service.

Event description:
The customer contacted baxter's technical service center to report an odor on a homechoice (hc) device throughout therapy, patient connected. The caregiver (cg) stated the machine smells of fumes. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.